Event description:
It was reported that the patient's right hip was revised due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name# trident psl with purefix ha 50mm; cat# 542-11-50e ; lot# mnp34x device name# size 2 accolade ii 132 deg; cat# 6720-0230 ; lot# 40352502 device name# delta v-40 ceramic head 36/-5; cat# 6570-0-036 ; lot# unknown device name# screw; cat# unk_jr; lot# unknown; qty: (B)(4) it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.